Event description:
It was reported that, "patient was revised a 2nd time due to aseptic loosening."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.